Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure was unreproducible. The cause of the reset during patient support was due to the software partially resetting the console after one of the processes were unresponsive. The cause for unresponsiveness of the process could not be determined since the event could not be reproduced.

Event description:
No patient involvement: the us complainant had an aic (automated impella controller) that was removed from service with a note for malfunction attached to it. The team later determined the pump-aic had a pump stop that prompted the removal from service the month prior.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.